Event description:
After multiple tried, while the md was suturing the rotator cuff with this free needle, the eyelet of the needle broke into two pieces. What was the original intended procedure: repair of rotator cuff right shoulder. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).